Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The surgeon used another device. The hosp reported that no pt injury had occurred.